Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient was revised due to pain and subsidence after a knee arthroplasty.

Manufacturer narrative:
(B)(4). The initial report was inadvertently submitted as a follow up report number. A new MDR will be created to relay the information under the correct report number.